Event description:
New information received notes that high thresholds and decreased r-wave were observed requiring nips testing. Nips testing revealed no anomalies. Lead remains implanted.

Event description:
It was reported that the lead was repositioned due to dislodgement.

Manufacturer narrative:
No medwatch form was received.